Event description:
The catheter leaked or ruptured during the procedure. The device was returned to dist and sent to the MFR for analysis. No further info is available at this time. 2/27/97 a report from the MFR stated that the failure of the device was due to overpressurization due to the catheter being blocked by an infused agent.